Manufacturer narrative:
(B)(4) - (B)(4).

Event description:
The customer stated that an unspecified number of patient samples had high results for co2-bicarbonate liquid (co2) on the cobas 6000 c (501) module - c501. The customer repeated these samples on another analyzer and the results were normal. The customer then stated that an unspecified number of patient samples had low results for ise indirect na for gen.2 (sodium). The customer provided data for 9 patient samples and of these, 8 had erroneous results for sodium and ise indirect k, cl for gen.2 (potassium, chloride). No erroneous results were reported outside of the laboratory. Refer to the attachment for all patient data. Samples 1 through 5 were repeated on a second analyzer. Samples 6 through 8 were repeated on a third analyzer. The repeat results were believed to be correct. The patients were not adversely affected. The sodium, potassium, and chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer determined that there was a fluidics failure of the analyzer. The solutions did not drain correctly and the sipper probe was taking in air. He cleaned the ise bath and checked the fluidics system. He ran an ise check and then ran calibration and controls. No errors occurred. The issue was resolved.